Event description:
It was reported that pump displayed malfunction code and stopped working as expected, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without it recurring, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.